Event description:
It was reported that oversensing of ventricular noise was noted on stored egms. Programming changes were made. The physician performed dft testing and noted high-amplitude noise. The device was inactivated and an external life vest was ordered. Lead replacement is planned.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.6cm was returned for analysis. Internal insulation abrasion under the svc shock coil was noted at 17.4-21.2cm and 23.0-24.7cm from the distal tip. The etfe coating was abraded at these locations, consistent with the field observation of noise and oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the lead was explanted and replaced. The patient tolerated the procedure well and there were no complications.